Event description:
Reportedly an experienced physician was performing a thoracentesis, and when he went to reposition the catheter in the pleural space, the catheter sheared off leaving a piece of the catheter in the pt.

Manufacturer narrative:
Unfortunately the device was not available for evaluation, therefore, the cause for the reported failure could not be determined. A review of the device history record could not be performed as no lot number could be determined by the facility. The reported incident will be added to our quality system for trending purposes.